Manufacturer narrative:
Device evaluated by manufacturer: analysis of returned product revealed that device is broken approximately at 12.2 cm from its proximal end. There are no signs of failures on the available evidence to determinate if a difficulty moving the secondary device over the wire occurred; consequently, not confirming the reported complaint. The failure found during the analysis reduces significantly the performance of the device during the procedure, this because affects the integrity of the device itself and its functionality is no longer the designed one.

Event description:
It was reported that the catheter was stuck on the wire. An angiojet avx catheter and a 180amplatz guidewire were selected for an av graft declot procedure. During the procedure, the catheter would not pull back over the wire. One ring got caught on the wire and would not let the physician retract the wire. The tubing to the console was cut in order to remove the wire and catheter together. There were no patient complications reported. The procedure was completed with another catheter.

Event description:
It was reported that the catheter was stuck on the wire. An angiojet avx catheter and a 180amplatz guidewire were selected for an av graft declot procedure. During the procedure, the catheter would not pull back over the wire. One ring got caught on the wire and would not let the physician retract the wire. The tubing to the console was cut in order to remove the wire and catheter together. There were no patient complications reported. The procedure was completed with another catheter.